Event description:
It was reported by customer, during use cs100 intra-aortic balloon pump (iabp) had shaky screen. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, b5, d4 (UDI), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer checked the machine and found no symptoms of screen flicker were found. Cleaned the ribbon cable and ribbon cable connection points. Test the overall operation. The machine can operate normally.

Event description:
It was reported by customer, cs100 intra-aortic balloon pump (iabp) had shaky screen. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitations in e1. Event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.